Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the right breast prosthesis, with possible silicone granulomata between the implant and breast capsule.

Event description:
Patient reported right side concern for recall, "rashes", "breast are growing quite tender", and pain. Patient later reported " 2 ovoid, heterogeneously hyperechoic lesions are noted between the implant and breast capsule" and "rupture of the right breast prosthesis, with possible silicone granulomata between the implant and breast capsule" via us. Device remains implanted.